Event description:
Customer's daughter reported the aviva system gave a blood glucose result of 255 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer was not treated based on the aviva result; daughter called emt's. Emt meter result 40 minutes later was 44 mg/dl, customer treated with IV. Strips not available for return, replacement system sent.